Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in patient for endovascular treatment of a 7.2 cm diameter saccular thoracic aortic aneurysm. The proximal aortic neck measured 39 mm in diameter and 25 mm in length. The distal aortic neck measured 36 mm in diameter and 30 mm in length. Revascularization of the left subclavian artery was done prior to the index procedure. Revascularization of the brachiocephalic trunk, and left common carotid artery were done during the index procedure. It was reported that during the index procedure, the delivery and deployment of the stent graft was successful. The left subclavian artery was intentionally covered by the stent graft fabric. On a follow up CT scan, a type ii endoleak from the left primary carotid or left subclavian was observed. The patient had renal insufficiency and in-hospitalization was required. The patient was given medication. The renal insufficiency is unresolved. The patient had renal failure and hyperkalemia. Per the investigator, the renal insufficiency was not related to the device, but related to the procedure. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received for the previously reported event. It was reported that the investigator inadvertently added inaccurate information for this patient. There were no issues with this patient. This has been determined not a complaint and not an MDR reportable event.